Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer used tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into a known working outlet and leave pump connected for at least 30 minutes, with customer advised to call back if further assistance was needed.